Event description:
The customer reported the system displayed a generator error code. This will result in a system shut down situation for the customer. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Several connections were restored. The system was then found to be operating as intended.